Manufacturer narrative:
(B)(4).

Event description:
A patient in (B)(6) was undergoing continuous renal replacement therapy (crrt) with a prismaflex m150 set ckt. Reportedly, the luer lock of the pre-blood pump (pbp) line was found to be broken during treatment. The event date is an estimated date as the exact date is unknown.